Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Nonprime or fill anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was shooting insulin out during the manual prime process. The customer was wearing the insulin pump during priming. The customer reverted to his old device. The customer's blood glucose level was 198 mg/dl. Troubleshooting was performed and it was noted that the piston was moving faster than normal. The customer was not able to report the reservoir volume because they had already changed the reservoir. Additionally, the customer reported that they did not receive any alarms but the screen had gone blank. A low reservoir alert was found in the alarm history. The device was returned for analysis.